Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the incisional wound opening. The health care provider was "weaning the patient and removing the pump due to the infection". The reporter indicated that the surgeon "debrided wound and created a skin flap but it got re-infected". The patient had a total device system explant. There was no drug withdrawal reported and the patient outcome was noted as ongoing. The pump delivered baclofen. See mfg report #3004209178-2012-05731 for events prior to infection"

Manufacturer narrative:
Catheter model # 8731sc, serial # (B)(4), implanted on: (B)(6) 2010, explanted on: unkown, catheter model # 8596sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown, (B)(4).